Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed weak battery alarm, then battery out limit alarm. The customer's blood glucose was 160 mg/dl at the time of the incident. Troubleshooting was performed. The customer was calling after receiving a new battery cap. The customer stated that the insulin pump alarmed weak battery, the customer changed the battery after which there was a battery out limit alarm and then the device shut off. The disciplinary did not return; it was blank. The customer was advised to insert a new battery in less than one minute. The customer stated that the insulin pump alarmed battery out limit alarm. A self test was not possible to be performed due to the reoccurring battery out limit alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no weak battery alarm, unexpected battery out limit alarm and blank display noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.